Event description:
It was reported that the clinic contacted boston scientific technical services to review the information stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) memory as it reached elective replacement indicator (eri). Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Event description:
It was reported that the clinic contacted boston scientific technical services to review the information stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) memory as it reached elective replacement indicator (eri). Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population. Additional information was received that the clinic noted the s-ICD reached end of life (eol) battery status approximately one month after reaching eri battery status. The clinician also noted the physician stated the s-ICD will not be replaced at this time. The s-ICD remains in service and no adverse patient effects were reported.